Manufacturer narrative:
Device malfunction is suspected, but did not cause or contribute to a death or serious injury.

Event description:
Rptr indicated software version 7.1 flashcard would not upgrade a hp jornada handheld computer. The handheld computer and a 7.0 flashcard were returned and are currently in product analysis. The 7.1 flashcard was used to successfully upgrade another handheld computer.